Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3 7092, lot# 239330001, implanted: (B)(6) 2010, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that 3 months after the patient¿s implantable neurostimulator (ins) was implanted, the ¿one little suture which was put in there broke loose and was dislodged by the patient¿s spine for years¿. It finally got ¿so abrasive from rubbing on the patient¿s spine¿ that they had to take it out on (B)(6) 2013. The reporter indicated that the patient was ¿better now¿. However, ¿where they dug it out of the patient¿s back was still sore¿. The healthcare provider (hcp) reportedly ¿tied this one down pretty well¿. Per manufacturer's device registry, the patient's implantable neurostimulator (ins) was also explanted that same day.